Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to an incorrect entry in the personal profile setting, the customer inadvertently deleted the basal setting. Tandem technical support assisted the customer with correcting the pump setting. Blood glucose was 500 mg/dl and a bolus was delivered.